Manufacturer narrative:
This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.

Event description:
Patient presents with scapular spine fracture from fall resulting in possible persistent problem.